Event description:
Baxter tubing noted to be leaking at y-site closest to tpn filter. Moderate area of dried tpn noted under y-site on side of isolette as well. Tubing changed and given to qs rn. 1. Medication administered tpn. 2. Rate of infusion 9.3ml/hr. I found the leak around 1930 during her care time, there was a moderate sized dried spot of tpn on the side of the isolette underneath the leaking site. A. I cannot say for sure whether or not the leak started during the priming of the line since it was hung 24hrs before on [redacted date] pm shift by another rn. 4. There were no issues with occlusion or any other alarms during my shift, and none during day shift according to my report from the previous rn. 5. This was a dynamic leak. The qs rn took a video for evidence where you can see drops flowing. I wiped away one drop with a dry gauze and it reaccumulated within 1 minute. 6. The leak occurred on the last y site before our tpn filter was attached. I did label the y site in question with a white label before giving it to our qs rns. A. These ports were never used on this particular patient. B. I believe it would be site 5 near the filter where the leak occurred. Manufacturer response for IV infusion tubing, (brand not provided) (per site reporter) ongoing.